Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 67 and 118 mg/dl. Tests were done within 10 minutes. "He is performing back to back testing with same sample of blood" patient cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.